Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not crossing over and was unable to put station at critical override. A technical support specialist (tss) found no messages were crossing. External messaging and net pipe services were restarted, and the care fusion coordination engine services were also restarted. Tss then rebooted the application server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server the user stated that none of the pyxis units were receiving patient data, and patients were not crossing over. A patient interface issue was indicated, and the customer mentioned that the interface icon had been showing this problem for the past 7 hours. The customer attempted to place the station into critical override mode, but the attempt was unsuccessful. There were no adverse events or injuries reported based on this event.